Manufacturer narrative:
Occupation: manager additional reporter (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was able to switch over to the inner lumen of the iab for alternate arterial pressure (ap) access without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 43.7cm from iab tip. The optical fiber was found to be broken within the membrane approximately 26.2cm from iab tip. The optical fiber was found to be broken, confirming the reported sensor failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately 18 hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer was able to switch over to the inner lumen of the iab for alternate arterial pressure (ap) access without issue. Therapy was discontinued after approximately two days and three hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem other relevant history return to manufacture date device not eval provide code investigation findings investigation conclusions occupation: clinical manager, (B)(6).